Event description:
On (B)(6) 2025, a patient underwent surgical graft placement using a venaflo prosthesis via humeral-axillary arteriovenous. Post-implantation, a sterile fluid collection developed and was evacuated on (B)(6). The collection reformed and repeated surgery revealed oozing from a friable segment of the prosthesis. The segment was replaced and tested, confirming staphylococcus epidermidis contamination on (B)(6) 2025. The patient stable now.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one venaflo ii graft in two segments returned for evaluation. Upon visual inspection, samples appeared to have residue throughout. A suture wire was also received with complaint samples. The first graft segment was noted to have complete circumferential breaks on both ends that were elliptical in shape. The second graft segment was noted to have complete compound breaks on both ends. The edges of one graft end were noted to be jagged. What appeared to be a split, was noted on one edge area of the graft segment. No other anomalies were observed throughout segments. Due to the received graft in segments, functional testing cannot be performed. One video was provided and reviewed. The video shows fluid leaking through the device during use. Fluid is observed exiting from the device and collecting at the surgical site. No other anomalies were noted. Based on the video review, the investigation is confirmed for the reported fluid leak. Also, the investigation is confirmed for the reported material torn as the returned graft was received in segments. A definitive root cause for the reported fluid leak and material torn could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent surgical graft placement procedure using a venaflo prosthesis via humeral axillary arteriovenous. Post implantation, a sterile fluid collection developed and was evacuated on (B)(6) 2025. The collection reformed and repeated surgery revealed oozing from a friable segment of the prosthesis. The segment was replaced and tested, confirming staphylococcus epidermidis contamination on (B)(6) 2025. The current status of the patient is stable now.

Manufacturer narrative:
H11: manufacturing review: this is the 1st complaint reported for this lot number to date. However, the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one venaflo ii graft in two segments returned for evaluation. Upon visual inspection, samples appeared to have residue throughout. A suture wire was also received with complaint samples. The first graft segment was noted to have complete circumferential breaks on both ends that were elliptical in shape. The second graft segment was noted to have complete compound breaks on both ends. The edges of one graft end were noted to be jagged. What appeared to be a split, was noted on one edge area of the graft segment. No other anomalies were observed throughout segments. Due to the received graft in segments, functional testing cannot be performed. One video was provided and reviewed. The video shows fluid leaking through the device during use. Fluid is observed exiting from the device and collecting at the surgical site. No other anomalies were noted. Based on the video review, the investigation is confirmed for the reported fluid leak. Also, the investigation is confirmed for the reported material torn as the returned graft was received in segments. The reported event details reported the patient experienced bacterial infection at the implant location of the device. Lot sterilization, bioburden and lal records were reviewed for this lot and this lot met all release criteria. No evidence was identified linking the reported infection to the device. A definitive root cause for the reported fluid leak and material torn could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 ( method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent surgical graft placement procedure using a venaflo prosthesis via humeral axillary arteriovenous. Post implantation, a sterile fluid collection developed and was evacuated on (B)(6) 2025. The collection reformed and repeated surgery revealed oozing from a friable segment of the prosthesis. The segment was replaced and tested, confirming staphylococcus epidermidis contamination on (B)(6) 2025. The current status of the patient is stable now.